Event description:
It was reported that an experienced device implanter performed a venous anatomosis on a mandibular reconstruction case using a 3.0 mm gem microvascular anastomotic coupler. During the final process of compressing the prepared vessels, a single coupler pin bent. The bent pin rendered the coupler unusable and it was removed and discarded. The venous anastomosis was completed by hand-suture.

Manufacturer narrative:
The product was not returned for evaluation. According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. Ring separation and ring retention testing were above specification.